Event description:
The pt underwent a laparoscopic sigmoidectomy due to colon cancer. The anastomosis was created with the colonring device. According to the report, the colonring appeared to work normally without malfunction, but following the creation of the anastomosis, the bubble test was positive for a leak and the ring was removed. The surgeon stated that it was not obvious whether the leak was from the staple line or the ring.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (niti surgical solutions inc.; (B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history records of the final device were reviewed, indicating that the device was released according to its specifications. The device was received for evaluation and is being investigated. A follow up report will be submitted if additional relevant information is available. Positive bubble test often indicates a failure in the surgical technique rather than in the device used. Leak detected at this stage, as part of the procedure, enables immediate intraoperative repair of the anastomosis, or the construction of a new anastomosis as was done in this case. Furthermore, as indicated by the surgeon, it was not obvious in this case whether the leak was from the ring or the staple-line.